Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt continued to have shocking with the newly implanted neurostimulator, after turning the stimulation up. The pt also had pain. The physician reportedly told the pt that if the shocking continued with the new neurostimulator, a lead replacement may also be required. The pt was re-directed to their physician. Please see MFR # 3004209178201101289 for issues related to the pre-replacement device.